Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for low fio2. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The distributor service engineer investigated the anesthesia workstation at the hospital but the reported issue could not be reproduced. No parts were replaced. The device logs were collected and sent in for evaluation. The received logs confirm the alarm for low fio2 and that there were difficulties to deliver gas to the patient in the beginning of the case. The received logs indicate that it may have been a temporary occlusion in the patient cassette. A technical error code was generated indicating an issue with the gas analyzer. It is likely that the error code was caused by the occlusion but it cannot be confirmed. Without being able to reproduce the reported issues, we are not able to determine the true cause of the experienced fault.

Event description:
(B)(4).